Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d2, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ldap task sync - no delay on and the operation on successful status. A technical support specialist verified that the user updated that a bad password reoccurred. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a log in issue. The customer stated that the service account cfn service is getting locked due to bad password. The bad passwords seem to be originating from pyxis reporting server drf pyxisrptiss. Can you please fix asap. It's causing the account to keep getting locked out and prevents pyxis from functioning properly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system had a log in issue. The customer stated that the service account cfn service is getting locked due to bad password. The bad passwords seem to be originating from pyxis reporting server drf pyxisrptiss. Can you please fix asap. It's causing the account to keep getting locked out and prevents pyxis from functioning properly. There were no adverse events or injuries reported based on this event.